Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 continuous glucose monitor (cgm) and the ilet, while the dexcom app continued to display glucose readings, indicating the cgm was functioning. No adverse clinical symptoms reported and no impact to blood glucose management. Outcomes included no medical intervention, no hospitalization, and continued cgm availability via the dexcom app. User support included remote troubleshooting and education consisting of setting toggle, device restart, and re-entry of the g7 pairing code, after which the pairing process was re-initiated. Investigation of this case revealed a communication and connectivity issue limited to pairing with the ilet, with no sensor or transmitter hardware failure identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient connectivity issue resolvable through standard troubleshooting.